Event description:
Using four separate arrow arterial line insertion kits, multiple attempts were made at placing an arterial line. Arrow kits were bent upon insertion, unable to advance catheter. Line removed and another stick attempted.====================== manufacturer response for radial artery cath set, radial artery cath set (per site reporter).====================== manufacturer will evaluate cause of failure and provide replacement products at no charge.